Manufacturer narrative:
On 12/22/2016 software investigation completed. Findings are that this issue was due to use error. There where many steps they did not perform that led to the needle not being seen, mainly not locking trajectory once the navigus probe was locked down. Also, the site did not update their entry point after the perf hole and additionally, when the navigus probe was placed, it is believed placement was quite different from their pre-op entry point plan. Software is functioning as designed.

Event description:
A site neurosurgeon reported that, while in a cranial biopsy procedure, the surgeon alleged being unable to track the biopsy needle. The surgeon stated that the biopsy procedure was selected and the biopsy needle was added in the software. The surgeon stated that the entry and target points were set and the trajectory was aligned and locked. The surgeon further stated to medtronic technical services that the navigation system camera was oriented to where the field of view (fov) would see both spheres of the biopsy needle. As the biopsy needle was still unable to be seen, the site opened a new biopsy needle, however, the issue persisted. The surgeon opted to abandon the use of the navigation system to continue. The surgeon completed the procedure without the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.